Event description:
It was reported that the patient returned months after implant with an infection. The healthcare provider confirmed that the patient experienced redness, drainage and incisional wound opening. The primary location of the infection was at the device pocket. A culture was obtained from the device pocket. The type of organism was methicillin-resistant staphylococcus aureus. IV antibiotics were administered, total device system explant and the infection resolved.